Event description:
Patient diagnosed with "plastic iritis". With slip lamp exam heavy steriods. Patient diagnosed with cystoid macular edema on 5/5/92. Patient still on steroid treatment. Prognosis: good. Note: relationship of event to device incertain. Have seen similar reactions in surgery without implant. However, also resembles reaction seen in late 70's whn eto was inadequately removed from implantsdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.